Event description:
It was reported to boston scientific that a spaceoar hydrogel system was used study mention in the article titled "rectal complications following spaceoar insertion after prior pelvic radiation" examines the safety and complications associated with the use of spaceoar, a hydrogel spacer, in prostate cancer patients who have previously undergone pelvic radiation therapy" written by yates, et al. The study is a retrospective case series involving eight patients who received spaceoar placement prior to reirradiation. The authors document a range of complications that occurred after the procedure, including severe rectal complications that were more frequent than expected in this patient demographic. The findings indicate a serious complication rate of 25%, leading the authors to recommend caution when using spaceoar in patients with a history of pelvic radiation due to the potential for severe adverse events. This event captured the patient of 79 years, that was diagnosed with bilateral prostate cancer. The patient underwent spaceoar placement procedure, when was diagnosed with prostate cancer. The placement was difficult due to a small space opened during the hydrodissection, this resulted in an injection of 5 ml of the hydrogel only. The patient experienced pain after the injection, a pelvic magnetic resonance imaging (MRI) showed that only 1 ml of the spacer was in the anterior of the rectal wall, the patient was treated with antibiotics. The patient underwent exterior beam radiation therapy (ebrt) one month after the placement procedure, 60 gy delivered over 20 sessions. Three months after the competition of the patient present with perianal pain and swelling, MRI demonstrated a rectal wall with an abscess formation in the pelvis, he was treated with antibiotics, although symptoms improved initially, six months later the patient presented again with rectal discharged and pelvic pain. Imaging studies showed, a defect in the rectal wall and osteomyelitis of the pubic symphysis. He underwent an anterior rectal wall repair and loop ileostomy and was treated with intravenous antibiotics. The ileostomy has subsequently been reversed and follow-up.

Manufacturer narrative:
Correction block h6 has been updated with the imdrf device code a1502 position problem to address a nonvascular misplacement. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 03/17/2025, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source yates, a. H., dempsey, p. J., power, j. W., agnew, a., murphy, b. D., coffey, c., moore, r., el bassiouni, m., & mcnicholas, m. M. J. (2025). Rectal complications following spaceoar insertion after prior pelvic radiation. Bjr case reports, 11(2), uaaf013. Https://doi.org/10.1093/bjrcr/uaaf013. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2338 captures the reportable event of swelling. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2315 captures the reportable event of fluid discharge. Imdrf patient code e2015 captures the reportable event of tissue damage.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 03/17/2025, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source yates, a. H., dempsey, p. J., power, j. W., agnew, a., murphy, b. D., coffey, c., moore, r., el bassiouni, m., & mcnicholas, m. M. J. (2025). Rectal complications following spaceoar insertion after prior pelvic radiation. Bjr case reports, 11(2), uaaf013. Https://doi.org/10.1093/bjrcr/uaaf013. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2338 captures the reportable event of swelling. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2315 captures the reportable event of fluid discharge. Imdrf patient code e2015 captures the reportable event of tissue damage.

Event description:
It was reported to boston scientific that a spaceoar hydrogel system was used in the study, "rectal complications following spaceoar insertion after prior pelvic radiation". The article examines the safety and complications associated with the use of spaceoar, a hydrogel spacer, in prostate cancer patients who have previously undergone pelvic radiation therapy. The study is a retrospective case series involving eight patients who received spaceoar placement prior to re-irradiation. The authors document a range of complications that occurred after the procedure, including severe rectal complications that were more frequent than expected in this patient demographic. The findings indicate a serious complication rate of 25%, leading the authors to recommend caution when using spaceoar in patients with a history of pelvic radiation due to the potential for severe adverse events. This event captured the patient of 79 years, that was diagnosed with bilateral prostate cancer. The patient underwent spaceoar placement procedure. The placement was difficulted due to a small space opened during the hydrodissection, this resulted in an injection of only 5 ml of the hydrogel. The patient experienced pain after the injection, a pelvic magnetic resonance imaging (MRI) showed that only 1 ml of the spacer was in the anterior of the rectal wall, the patient was treated with antibiotics. The patient underwent exterior beam radiation therapy (ebrt) one month after the placement procedure, 60 gy delivered over 20 sessions. Three months after the placement. The patient present with perianal pain and swelling, MRI showed a rectal wall infiltration with an abscess formation in the pelvis. He was treated with antibiotics, although symptoms improved initially, six months later the patient presented again with rectal discharge and pelvic pain. Imaging studies showed, a defect in the rectal wall and osteomyelitis of the pubic symphysis. He underwent an anterior rectal wall repair and loop ileostomy and was treated with intravenous antibiotics. The ileostomy has subsequently been reversed.